Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product was returned for investigation. Hematoma: there was a small hematoma which resolved with manual pressure. Major bleed: on the transport to the intensive care unit (ICU) and had emesis upon arrival to the ICU with subsequent bleeding at the impella insertion site. The cause of the bleeding was determined to be use issue due to patient movement because the bleeding was noted at the insertion site after transport to ICU. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device history review device with passed all post sterile inspection checks.

Event description:
The user facility reported an impella cp in a 70 year old male patient for st-elevation myocardial infarction for support. Impella was inserted pre percutaneous coronary intervention utilizing best practices. Patient had great hemodynamic support for remainder of case, including rotational atherectomy to left anterior descending artery. At the conclusion of the case the left ventricular end-diastolic pressure trend was 40 - decision made to leave pump in overnight. Peel away sheath removed and repositioning sheath was inserted and secured utilizing best practices. Small hematoma noted to left groin, but was controlled with manual pressure and seatbelt pressure with fem stop. Patient transported to imtensive care unit (ICU). +emesis upon arrival to ICU with subsequent groin bleeding and hypotension. Epinephrine started and pressure held to left groin. Decision made to explant impella. Site closed with preclose x2. Pt stable post explant.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.